Event description:
Dobhoff feeding tube inserted. X-ray confirmation stated it was coiled in the stomach. Feeding tube removed. Another feeding tube was inserted. The x-ray confirmation noted two metallic markers on x-ray. Feeding tube removed and x-ray taken with no feeding tube in place and x-ray confirmed metallic marker remaining. First feeding tube compared to second and found to be shorter. Gi and surgical consults have indicated that the tip should pass on its own w/o intervention. Therefore, at the time of this report, no intervention is planned.